Event description:
A customer contacted beckman coulter inc. (Bci) in regards to eight (8) erroneously low glucose (glum) patient results, which were generated by lx20 pro synchron clinical systems. Customer has been running glum in duplicate runs (critical rerun). Samples were repeated for a third time on the same instrument and the low glum results were confirmed. The erroneous results were not reported out of the laboratory patient treatment was not impacted with regard to this event.

Manufacturer narrative:
The samples were serum. Qc results provided by the customer indicated that the qc was within the lab established ranges. Hotline dispatched service to troubleshoot the issue; however, the customer cancelled the call. Treatment was not impacted in this case. A clear root cause can not be determined for this event.